Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure treating a target lesion in the mildly calcified and tortuous proximal right coronary artery (rca), the 3.0 x 15 mm xience xpedition stent was implanted. Post implantation, an edge dissection was noted at the distal stent. An additional xience xpedition stent was implanted to treat the dissection. There were no adverse patient sequelae and no clinically significant delay.